Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had a hypoglycemic event and lost consciousness between midnight and 1:00 am after going to sleep. She stated that she did not notice any symptoms before the hypoglycemia but had been feeling fatigued due to covid-19 vaccine side effects. She was at her husband's family home at the time of the incident; the husband called for an ambulance and gave her glucogel. The paramedics checked her bg on arrival, and it was 1.6 mmol/l. The cgm was reading 3.5 mmol/l. The paramedics took her to the hospital at around 2:00 am. She was treated with IV glucose, recovered, and was discharged on the same day at around 2:00 pm. She does not remember losing consciousness and does not know whether the cgm alarmed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.